Event description:
Based on the customers report, the instrument failed to work and just made a humming noise. So another device was used and there was no injury to the pt. Upon valleylab testing in 2005. We confirmed the device had a "latch on" which resulted in the device activating after the user released the activation button.